Event description:
The customer reported that the insulin pump was not delivering insulin and was not alerting him. The customer stated that the doctor wanted to have the device replaced before he ends in the hospital. The blood glucose reading was 291mg/dl. During the troubleshooting it was noticed that the customer does not use the quick serter correctly. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.